Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Examination of the returned part determined that returned tasp exhibits signs of repeated use and has post feature fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, when the surgeon was trialing that the provisional fractured into the patient body. All pieces was found and retrieved from the body cavity. As the trial was finished, they did not open another instrument.